Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured around the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Device history record (DHR) review for the lot (62086271) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62086271) for similar events and one other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that patient had mobility on the crown at tooth site 3 and during appointment doctor realize the implant was fractured and proceed to remove it. Symptoms as a result of the event: pain.